Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 560 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. To address the issue, the customer changed the infusion set and cartridge to resume insulin delivery.